Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent losses of out of range issues occurred between the transmitter and pump. The customers blood glucose level was 553 mg/dl. Customer addressed bg by administrating a manual correction injection. Reportedly, the pump was reset, and the customer continued to use pump for insulin therapy.